Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted in the eye to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date the lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following a magnetic resonance imaging (MRI - 1.5t) on (B)(6) 2015, a male patient noticed that his vision was altered showing a target effect or broken lines, similar to a barcode. The patient's vision then changed and is now showing black mark on the right corner of his right eye. The patient went to his ophthalmologist on (B)(6) 2015 but the doctor did not find anything abnormal. To date the central black stain persists and the broken lines became black masses on the right side of the right visual field. The patient is reported in good general condition but ocular signs persist and is even more important as the ambient brightness is not too strong. A second surgery is considered. No further information was reported.